Event description:
Nurse (rn) states "failed block, had to move on to general anesthesia." The rn stated the spinal fluid was clear, no blood. After delivery with general anesthesia of a viable infant (apgar score of 9/9) "the patient was extubated and escorted to the recovery room in stable condition." All spinal kits (11) with this lot# were pulled from the shelves. The rn also reported there was another case today of an additional failed spinal. We will report on the specifics, once obtained.what was the original intended procedure?spinal anesthesia for a scheduled c-section.device #1is this a laboratory device or laboratory test?no.